Event description:
It was reported that the bd alaris pump module smartsite infusion set had damaged tubing. The following information was provided by the initial reporter: during the leucovorin infusion, pt returned from the washroom and reported feeling something wet on the IV pole. Writer noted a trail of fluid droplets and an approximate 20 ml spill in the room where the IV pole was located. Upon inspection, the IV tubing was found to be leaking from a hole just below the pump channel. Original volume of leucovorin bag was 631 ml, with 253 ml already infused at the time of the incident. Infusion was paused immediately. The spill area was cleaned with hot soapy water as per policy and protocol. Writer replaced the primary IV tubing and completed the remaining leucovorin and oxaliplatin infusions without further issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 25025282 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 10feb2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.